Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Device available for eval changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during the insertion of the intra-aortic balloon (iab), the balloon membrane became unfurled and the iab could not be inserted. The iab was removed, and therapy was successfully completed using a replacement. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: dr. (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of the intra-aortic balloon (iab), the balloon membrane became unfurled and the iab could not be inserted. The iab was removed, and therapy was successfully completed using a replacement. There was no patient harm or adverse event reported.